Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect when the stimulation was turned on. He was in a car accident a month ago and since that time his stimulation has not worked properly. It was attempted to interrogate his device but was unable to get any telemetry with the 8840 or recharger. He last recharged his device 2 weeks ago and that was when he last felt stimulation too. Additional information has been requested.